Event description:
Forced by insurance to have a mammogram before any other tests considered. Passed out from pain of displacement of implant after that major health issues started. In 2019, again forced to have mammogram before ultrasound, implant displaced and is now stuck out of the pocket and likely ruptured. Mammogram is extremely painful and dangerous for women with implants. Something that we are never told before we get them. You cannot displace something that has been growing tissue around it for 10 years and expect it to be pleasant. Mammogram is barbaric. Severe brain fog, severe memory loss, can't concentrate, severe insomnia, ibs, eoe, food allergies (sudden onset), extreme fatigue, shortness of breath, depression, anxiety, pain in right shoulder and armpit, pain under left arm and shoulder, pain in ribs / charlie horse type pain, chest pains, vasospastic angina, neck pain (nerve blocks), migraines, dehydration, dry skin, sciatica, vision changes, nipple discharge (yellow / green), major itching of right breast and armpit, restless leg, ringing in ears, loss of upper body strength. FDA safety report ID# (B)(6).